Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, h2. H6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 21-mar-2022 to 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device power went down during a cesarean section. A technical support specialist suggested to the customer that the disconnected mode always happens right after a reboot was performed and resynced with server to resolve the issue. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system went down during a cesarean section. Customer stated that there was a delay to patient care but there was no harm done to patient as the required medications were also stored in nearby station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station went to disconnected mode and the customer requested the manufacturer to investigate the root cause. A technical support specialist informed the customer that the disconnected mode always happen right after a reboot is performed and that is completely normal since it is trying to resync with server. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system went down during a cesarean section. Customer stated that there was a delay to patient care but there was no harm done to patient as the required medications were also stored in nearby station. There were no adverse events or injuries reported based on this incident.